Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided. The best estimate is between implantation on (B)(6) 2025 and the awareness date on 13-jun-2025. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h6 -health effect - clinical code - 4581: no code available (shallowing or collapsing of the anterior chamber) device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the implantation of an enhance intraocular lens (iol) in a patient's left eye (os) which had a shallow anterior chamber resulted in a post-operative myopic surprise. Through follow-up, we learned that no additional surgeries were performed due to the issue reported in the os. In a subsequent follow-up, we were informed that after the iol was implanted in the left eye on (B)(6) 2025, the surgeon observed a myopic surprise of -3.50 spherical diopters and -1.00 cylinder at 70 degrees in a hyperopic patient along with an increase in intraocular pressure (iop) to approximately 30 mmhg. The optical coherence tomography of the retinal nerve fiber layer (oct rnfl) remains intact to date. No additional information has been received.

Manufacturer narrative:
Additional information: the following fields are being updated per further information received. Section b5 - describe event or problem: through another follow-up, we learned that the surgeon performed new measurements of the lens thickness and the postoperative anterior chamber depth (acd), and he reported that the intraocular pressure (iop) is currently elevated at 26mmhg because the patient has not been using the prescribed medication. A second intervention was performed, and the iridotomy is patent/open. Coding h6 health effect - impact code: 4624 - surgical intervention. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: in a later follow-up, we learned that a yttrium aluminum garnet (yag) laser iridotomy was initially performed (also preventively in the fellow eye), followed by a recommendation for duotrav eye drops once daily in both eyes, which the patient has been using consistently. The surgeon confirmed that elevated iop persisted 15 days after lens implantation. With this therapy, the intraocular pressure (iop) dropped significantly to 17 mmhg in the operated eye and 12 mmhg in the fellow eye. However, following a three-week washout period, the iop rose again to 29 mmhg in the operated eye and 17 mmhg in the fellow eye. Consequently, duotrav therapy was resumed once daily in both eyes and will be reassessed at the next follow-up visit. Corrected data: the following codes were updated accordingly. Section h6 - health effect - impact code: 4644 (medication required) and 4625 (additional surgery) were added to the report instead of 2199 no health consequences or impact section h6 - health effect - clinical code: 4581 shallowing or collapsing of the anterior chamber was removed from the report. Section h6 - device code(s): 3191: no code available (dissatisfaction - quality/design) was added. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.